Event description:
It was reported that starting two months prior to the report, the patient felt electrical pulses up and down the left side of her body. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v533702, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient still had concerns with their device or therapy but had not sought further help. The patient had not been able to get an appointment.